Manufacturer narrative:
(B)(4). The device was returned to gore for evaluation. The device evaluation showed the leading olive was separated from the remainder of the catheter body. The condition of the broken leading end of the catheter exhibited necking and breaking of the dual lumen. Necking and breaking of the dual lumen is suggestive of forceful retraction of the catheter counter to the conformable gore® tag® IFU. The root cause for the leading olive detaching from the conformable gore® tag® thoracic endoprosthesis catheter was the retraction of the catheter against resistance. (B)(4).the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU) states in the indications for use section of the IFU, ¿do not continue advancement or retraction of the guidewire, sheath, or delivery catheter if resistance is felt. Stop and assess the cause of resistance. Vessel, endoprosthesis, or delivery catheter damage may occur.

Event description:
There was no reported anatomy anomalies and no excessive force or torquing during deployment. The field sales associate reported the only time force was used was while bringing the catheter back, however it did not seem like it was enough force to take the tip off.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2015, the patient was implanted with conformable gore® tag® thoracic endoprostheses to treat a thoracic aorta transection. The patient tolerated the procedure. It was reported the tgu212110 device was successfully deployed in the descending thoracic aorta. Upon removal of the delivery catheter the proximal tip came off the catheter. The tip was still on the wire so it was captured with a snare and removed from the patient. There was no adverse events to the patient and the procedure was completed with no further sequela.